Manufacturer narrative:
Update to d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic hysterectomy under sedation, the active branch of the ultrasonic surgical device ruptured. The device was replaced with a second from the same lot, however the problem recurred. The procedure was delayed for about 20 minutes, during which additional curare was administered. The active branch was retrieved from the patient with laparoscopic forceps, and the procedure was completed with bipolar and scissors. There were no reports of patient harm.